Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to patient infection.

Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.researchgate.net/publication/42110135_seven_to_twelve_year_results_with_versys_et_cementless_stem._a_retrospective_study_of_225_cases.

Event description:
It is reported that one patient was revised for septic loosening using a two-stage protocol.